Event description:
A nurse reported that the handle attachment of an ophthalmic forceps had separated and detached. The surgery was completed the same day using an alternative forceps. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections e1, d9, h3, h.6 and h.11. The returned instrument was received in its inner and outer blister covered with the tyvek foil, showing the lot information. The instrument shows macroscopic sign of damage, namely that the guide sleeve (green part) and the cover sleeve (black part), are falling apart. This confirms the customers complaint. It is clear to see that both parts exhibit traces of adhesives that show the guided sleeve was originally bonded to the cover sleeve as specified but that bonding connection failed. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint it cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).